Event description:
A USA distributor contacted zoll to report that battery pack sn (B)(4) would not power a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is complete. The reported problem (will not power monitor) was confirmed. As received, the battery pack would not power a monitor. Upon evaluation, the pca was damaged. The cause of the battery pack's inability to power on a monitor is the damaged pca. The cause of the damaged pca is contamination. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the defective battery pack.